Event description:
The customer stated that she has been experiencing high blood glucose levels, and believes that the insulin pump is not delivering insulin properly. The customer also stated that the insulin pump has not given her any no delivery alarms. The customer stated that she usually changes the infusion set every six days, but she has been wearing this one for two weeks, and the insulin still has not run out. The customer stated that she has also been changing the batteries more frequently. Advised the customer that the infusion sets are not to be worn for more than two to three days. The customer did not have time to troubleshoot at the time of the call, and stated that she would call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.